Manufacturer narrative:
Clarification to b3: partial date of event reported as january 2026. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper and stoma site infection are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the patient was diagnosed and hospitalized with a buried bumper in (B)(6) 2026. It was later reported that the patient experienced "greenish suppuration" from the stoma site. The patient began oral antibiotic treatment from (B)(6) 2026, augmentin 875 mg every 8 hours. On (B)(6) 2026, the patient was examined by their primary care physician. It was observed that the patient's dressing was stained with "abundant dark-colored drainage and foul fecaloid odor". The patient was sent to the emergency department, CT scan was performed, and patient was readmitted to the hospital where she was treated with intravenous antibiotic medication(s). The device was explanted and replaced.